Manufacturer narrative:
Date of event is estimated. The allegation is against one of four leadss; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm slimtip implant lead kit, abt model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7119070. Common device name: 50cm slimtip implant lead kit, abt, model: mn10350-50a, UDI: (B)(4), serial: (B)(6), batch: 7119070. Common device name: 50cm slimtip implant lead kit, abt abt, model: mn10350-50a, UDI: (B)(4), serial: (B)(6), batch: 7119070.

Event description:
It was reported that the patient was experiencing insufficient pain relief from their drg lead. Surgical intervention may occur.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.